Manufacturer narrative:
Date of event entered is an estimated date because the exact date of event was not provided. Model number: 720185-01, lot number: 110497006, model description: reservoir flat iz 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on a future date due to unspecified reasons. Additional information received states the ipp device was explanted due to a "leak found in left cylinder wall." Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.